Event description:
Hillrom received a report stating that there was a cut on the charging cord and wiring was visible. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom technician found that the charging cord needed to be replaced. The instructions for periodic inspection of liko mobile lifts, 3en371001 rev. 4, it is stated under 8 battery, cables and charging: check cables and connectors for damage or wear. The instructions guide for sabina ii, 7en155106 rev. 2, states under service: a periodic inspection of the lift should be carried out at least once per year. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by hillrom and using original liko spare parts. For trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on february 17, 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The customer will replace the power cord to resolve the issue. Based on this information, no further action is required.